Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), headache ("bad headaches"), abdominal pain lower ("cramps"), mood swings ("mood swings") and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, headache, abdominal pain lower, mood swings and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, headache, mood swings, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), headache ("bad headaches"), abdominal pain lower ("cramps"), mood swings ("mood swings") and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, headache, abdominal pain lower, mood swings and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, headache, mood swings, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') and device dislocation ('migration of implant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), headache ("bad headaches"), abdominal pain lower ("cramps"), mood swings ("mood swings"), pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, headache, abdominal pain lower, mood swings, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, headache, mood swings, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received-new events dysmenorrhea (cramping) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.